Manufacturer narrative:
Unit received with cracked case at the display window corner. Unit received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test due to blank display. Unit received with moisture damage on motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that the top right hand side of the screen was crack. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states they changing out the insulin stuff, the insulin pump fell and the buttons did not work and the insulin pump started making a high pitched noise. The device will be returned for analysis.